Event description:
Technologist was setting up for a breast biopsy and received a green cable error during system initialization. The probe was replace and the second probe functioned properly. The technologist also noted that the device made a "squeaking noise" throughout the procedure. The case was completed with no patient consequence. The device was returned for evaluation.